Event description:
It was reported that cycling could not be activated on some groups, despite the manufacturer representative apparently following the proper method. Additional information received reported that the issue was not resolved, and the patient accepted the programming without cycling, though he wanted the sensation that cycling gave him. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was receiving adequate therapy without cycling and no longer wanted cycling.

Manufacturer narrative:
(B)(4).